Event description:
The reporter contacted animas on (B)(6) 2014 alleging missing call service alarm information in the alarm history for (B)(6) 2014. The reporter alleged the pump emitted a total of eight call service alarms, but there is only one record of a call service alarm in the alarm history recorded at 18:16. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box and alarm history data revealed a call service alarm and a power on reset event on (B)(4) 2014. The alarm history revealed another call service alarm record on (B)(4) 2013. On investigation, the pump was exercised for 24 hours with no alarms occurring. An ¿occlusion¿ was simulated for investigation. The pump emitted the appropriate alarms and the pump recorded the alarms at the correct time and in the correct order. Investigation found the pump to be operating within the required specifications without malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.